Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Had issue with mics after 1st two cuts- after new mics on the angle blade manifold worked but the straight manifold wouldn¿t work at all. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: had issue with mics after 1st two cuts- after new mics on the angle blade manifold worked but the straight manifold wouldn¿t work at all. Case type: tka. Surgical delay: 16-30 minutes. Functional inspection: shows that the attachment with a blade attached and secured to a mics handpiece runs normally. The failure mode is not confirmed. Visual inspection: shows no damage to the attachment. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 6/13/2018, 8/14/2018. Devices manufactured: (B)(4). Devices failed inspection: 0, 0. Nc/npr/qt numbers: 0. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35050118 shows 2 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Complaints related to p/n: 212186 will be tracked by trend request# (B)(4). Conclusion: the complaint of the saw attachment not working properly was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Had issue with mics after 1st two cuts- after new mics on the angle blade manifold worked but the straight manifold wouldn¿t work at all. Case type: tka. Surgical delay: 16-30 minutes.